Event description:
It was reported that the unspecified bd venflon pro safety catheter experienced leakage. The following information was provided by the initial reporter: hello, we have a reply to the original tweet, from someone who says she¿s been reporting the issue: "yes been reporting consistently to mhra & bd since last year. Both been slow to respond."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd venflon pro safety catheter experienced leakage. The following information was provided by the initial reporter: hello, we have a reply to the original tweet, from someone who says shes been reporting the issue: "yes!! Been reporting consistently to mhra & bd since last year. Both been slow to respond."